Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalisation and hypoglycaemia. No lot release records were reviewed. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 26.0 hardware: iphone16.1 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalised with hypoglycaemia on (B)(6) 2025. They reported that they had not been counting their carbohydrates accurately. The glucose level declined to approximately 20 mg/dl. Symptoms reported include loss of consciousness and seizures. The patient did not recall what treatment they received other than having a CT scan and electrocardiogram. The patient was released after two days. The pod was discarded.